Manufacturer narrative:
Date of event is unknown.

Event description:
It was reported that patient's ipg was inoperable. The patient reported losing therapy around (B)(6) 2021. As a result, surgical intervention occurred on (B)(6) 2021 and the ipg was explanted and replaced. The patient has effective therapy post operatively.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.